Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella 2.5 device for mechanical circulatory support. During implantation there were delivery issues due to the patient's anatomy and inability to pass through the vasculature. There was a high degree of calcification, stenosis and kinking on both sides. It was reported a third proglide suture was needed to control bleeding from the access site. Finally there was an uneventful implant, usage and explant of the impella 2.5. 2 stents were able to implanted with good results and stable hemodynamics.